Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (5.0 mg/ml at 1.7509 mg/day), bupivacaine (30.0 mg/ml at 10.506 mg/day), compounded baclofen (800.0 mcg/ml at 280.15 mcg/day), clonidine (400.0 mcg/ml at 140.07 mcg/day), and droperidol (125.0 mcg/ml at 43.77 mcg/day) via an implantable pump for malignant pain (breast). It was reported that the patient missed their refill appointment. The low and empty reservoir alarms occurred on (B)(6) 2011, and the patient reported increased pain and feeling sick on the same date. The clinical diagnosis was intrathecal opioid withdrawal. The pump was refilled and the hcp administered a bolus on (B)(6) 2011. The event resulted in an unscheduled clinic or office visit. The event was related to the device/therapy. The event was not related to the implant procedure. The event was related to the drug. The drug action that caused the event was an empty reservoir. The event resolved without sequelae on (B)(6) 2011. No complications were reported or anticipated.